Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer allegation; however the upper/lower cases were broken and the battery contacts were compressed.

Event description:
It was reported by the biomedical engineer that the staff said the device shut itself off while connected to a patient. It was further reported the device locks inappropriately and error code 0004 was observed. The device was changed, and there was no patient injury.